Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "implant exchange with no complaint against the device". Healthcare professional later reported "implant exchange from textured to smooth". Patient representative later reported "increased risk of bia-alcl, emotional distress including fear and anxiety related to cancer, accumulation of foreign and adulterated silicone particles in their bodies, including the resulting inflammation, cellular damage, and subcellular damage, lost wages, physical and emotional pain, suffering, loss of enjoyment of life and disfigurement". This record is for the left side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, d9, h3, h6 device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ anxiety ¿ product / procedure: unable to observe since it is a medical event and is not related to the device. ¿ rupture: not observed. As per the investigation procedure, crease wear abrasion and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "implant exchange with no complaint against the device". Healthcare professional later reported "implant exchange from textured to smooth". Patient representative later reported "increased risk of bia-alcl, emotional distress including fear and anxiety related to cancer, accumulation of foreign and adulterated silicone particles in their bodies, including the resulting inflammation, cellular damage, and subcellular damage, lost wages, physical and emotional pain, suffering, loss of enjoyment of life and disfigurement". This record is for the left side. Device was explanted.